Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and prialt drug via an implanted pump. It was reported that on (B)(6) 2018, the patient began noticing a lack of effect following bolus doses , causing increased pain. The hcp had concerns that the patient's catheter pathway was again compromised. From late 2018 through mid 2019, the patient continued to suffer a lack of efficacy from second pump and second catheter, leading the physicians to recommend their removal and replacement. On (B)(6) 2019, the patient's pump was explanted due to pump end of life and the catheter was explanted due to catheter obstruction. A new pump and catheter were implanted. It was noted the patient's catheter failed to deliver medication as intended resulting in underdosing, pain and suffering.